Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images did not reveal any visible corrosion on the device. The laser markings were visible. A visual inspection revealed that the device was returned with its retention sutures loaded, implying use. There was some orange debris on the metal near the anchor. Some of it could be rubbed off with water, but the debris near the laser markings could not be easily removed. There was some particulate debris on the handle. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found that packages must be free of particulates, debris, hair, etc. The complaint was confirmed, but the root cause could not be established since the device had been opened and prepped for use. Factors that could have contributed to the reported event include improper device storage, sterilization pouch breach in transport, reuse of a single use device, or environmental contamination. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery when the footprint package was opened the inserter was rust. The procedure was completed with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.